Event description:
It was reported that the device automatically restarted during use on a patient. The device was replaced. There was no health consequences for the patient reported.

Manufacturer narrative:
The user facility did not involve the dräger service into the repair or any follow-up measure. No further information could be obtained. A case specific evaluation is therefore not possible. An exact root cause for the device restart cannot be determined. The device continuously monitors the state and the function of internal components and software modules. If a deviation is detected, an acoustical and visual alarm is generated. Performing a restart is an established approach to reach a well-defined and stable operation state of the ventilator after unexpected deviation by restarting internal software processes even without or before operator intervention. During the restart sequence which lasts approximately 12 seconds the device opens the pneumatic system to ambient to enable spontaneous breathing of the patient. The user will be alerted by means of a corresponding high-priority alarm. After completion of the restart the ventilation will be continued with the last valid settings. It can finally be concluded that the device responded as intended upon an error condition of unknown origin ¿ the device performed a restart which solved the detected deviation.